Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70, serial/lot: (B)(4), description: linear 3-4 lead, 70 cm. Model: sc-4316, lot: 20289779, description: next generation anchor kit-sterile. The explanted clik was not returned to bsn.

Event description:
A report was received that the patient underwent a revision procedure due to discomfort at the ipg and clik anchor sites. The leads were repositioned, the ipg pocket was revised and the clik anchors were removed. No malfunction was suspected. The patient was doing well post-operatively.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a revision procedure due to discomfort at the ipg and clik anchor sites. The leads were repositioned, the ipg pocket was revised and the clik anchors were removed. No malfunction was suspected. The patient was doing well post-operatively.